Event description:
It was reported that the morning after pump implant, the patient was taken to the emergency room in a coma and treated for overdose. The patient was receiving dilaudid 10 mg/ml at 1.2 mg/day. The telemetry strips were reviewed and no discrepancies were noted in programming. The patient symptoms and course of treatment were not reported; the patient was on a ventilator for several days. The pump was subsequently explanted for nosocomial infection acquired while the patient was in the intensive care unit. The implant surgery sites were not the source of the infection. The current patient status is reported to be discharged and "doing well". The hcp plans to implant new pump in the future.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.